Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that approx 3 weeks ago, the center accepted an offer for a donor heart. Vitamin k was given to the pt to reverse the anticoagulation. The donor heart fell through. Approx 2 weeks ago, the pt's lactate dehydrogenase (ldh) started to rise. At that point the echocardiogram (echo) was unchanged. Over the last few days, the ldh has climbed to 3000 with symptoms of liver insufficiency. The most recent echo showed decreased unloading on the ramp study. The surgeon reported that power spikes have been observed. The team consulted with another physician and a decision was made to exchange the lvad pump with another lvad pump.